Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and the climax coupler. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying a precharge voltage error. No patient injury was reported.